Event description:
A customer contacted beckman coulter, inc. (Bci) field service engineer in regards to failed troponin (accutni) qc results generated on access 2 immunoassay system with 'sample counts outside limits' errors. The customer runs only accutni on this instrument and was told to discontinue running the instrument. No erroneous patient results were generated and there was no effect to patient or user.

Manufacturer narrative:
A bci fse found the motor shaft for the peristaltic pump of the fluidics module was broken. The fse replaced the affected hardware components and verified alignment. The fse performed a system check and qc. The results were acceptable and the normal operation was resumed. The root cause for the event was hardware failure.